Event description:
It was reported that the pt underwent a two-stage revision for infection. The second stage was performed on (B)(6) 2009.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes received do not indicate a root cause for infection. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.